Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, which caused concern about the pump's functionality. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump and decided to continue using the current pump despite cts recommending against it. Technical support arranged to send a replacement pump with updated software and offered training through tandem source, while the customer was instructed to return the problematic pump to tandem using the provided return box and pre-paid label within 10 days.